Event description:
It was reported that a patient was placed on ecls. After three hours of use, small drops of blood were observed coming from the emergency exhaust. The decision was made to change out the device after four hours of use. No reported patient effect. Blood loss was minimal. Treatment was delayed approximately one minute to perform the exchange. Ecls - extra corporeal lung support. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100% function inspection for leakage is performed during production. Maquet cardiopulmonary (B)(4) has initiated an internal process (B)(4) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when new information becomes available. We initiated a customer notification concerning the problem the potential risk and the recommended handling in the event this failure occurs (B)(4). (B)(4).